Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings curved on the anterior and yellow particles on the shell. Leak test and microscopic analysis was performed which identified: two openings striated on the anterior. Based on the device analysis the final assessment is: two striated openings on the anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Non-healthcare professional reported "saline leakage from a tissue expander". The leak of saline was pointed out via the examination of echo, the implant replacement implementation was speeded up. In the operation ,when process the incision of capsule, the serum leaked out, but no obvious leakage was observed from the te. This record is for unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Non-healthcare professional reported "saline leakage from a tissue expander". The leak of saline was pointed out via the examination of echo, the implant replacement implementation was speeded up. In the operation ,when process the incision of capsule, the serum leaked out, but no obvious leakage was observed from the te. This record is for unknown side. The device has been explanted.